Event description:
Fisher & paykel healthcare received a complaint from a hospital regarding an infant evaqua breathing circuit. The hospital reported a leak in the inspiratory limb of the circuit. The hospital further reported that: the breathing circuit was not clamped, squashed, occluded or resting on any brackets that could contribute towards or account for damage. At the time of the incident, the breathing circuit was due to be replaced the following day. The pt's oxygenation levels and blood gas parameter readings deteriorated over a period of days. Hospital staff responded to the deterioration in the pt's condition by firstly adjusting the ventilator settings which resulted in minimum alteration to the pt's condition and secondly by changing the breathing circuit. The pt's condition subsequently improved and progressed to extubation. The breathing circuit was discarded after hospital staff examined and replaced it. A photograph provided indicates that the leak was felt to be around the upper portion of the inspiratory tube.

Manufacturer narrative:
The infant breathing circuit was discarded by the hospital and is, therefore, unavailable for investigation. Analysis has been carried out based on the event description, correspondence from the hospital and a photograph supplied. Results: the photograph provided identifies the leak to be near the pt "y" swivel piece. The nurse identified the leak by "feel" close to the "y" swivel. The nurse further observed no holes or other irregularities on the said portion of the tube. Conclusion: without inspection of the breathing circuit, it is not possible to determine the exact position and cause of the leak. However, we are able to infer the following: that the source of the alleged leak is most likely at the swivel portion of the "y" piece. This corresponds, firstly, to previous reports of leak in infant circuits and secondly, to the fact that the leak was indicated by the hospital to occur in the vicinity of the "y" piece. That the source of the leak is unlikely to be the inspiratory tube itself as no holes were noted and the tube was not clamped or placed in brackets that may have contributed to damage. The 2 parts that make up an infant swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated by the ventilator. If the swivel is not properly locked in place, it is possible the leak was enhanced through use.